Event description:
Healthcare professional reported ultrasound test and MRI test have diagnosed rupture of the device. The device has been explanted. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed. Additional observations: crease fold observed, on the device. White calcification observed, on the device. Wear abrasion observed. Deformation observed, on the device.

Event description:
Healthcare professional reported, rupture of the right device. The device has been explanted.

Event description:
The device has been explanted.